Event description:
The device stopped working. This vn500 had a faulty hard drive in the c500 (display). This is the 2nd time we have had this problem in 2 months. I replaced hard drive in monitor. Manufacturer response for ventilator, vn500 (per site reporter).====================== manufacturer got back with me on the logs. The errors are as follows. Device failure (3) alarm message at 5:07 am (352).alarm system failure alarm message at 5:07 am (355). 1.00011 - s16 core - "silence safety" evaluation has timed out - 5:07 am (358).768.32925 - ventilation unit - communication problem c500 / vn500 at 5:06 am (367).alarm system failure alarm message at 5:06 am (368).1.00011 - s16 core - "silence safety" evaluation has timed out - 5:06 am (366).disconnection: alarm message at 5:05 am (376).airway pressure high alarm message at 5:05 am (376).device failure (3) alarm message at 5:04 am (378).cockpit restarted alarm message at 5:04 am (379).768.32925 - ventilation unit - communication problem c500 / vn500 at 5:02 am (380).768.32925 - ventilation unit - communication problem c500 / vn500 at 5:02 am (381).1.00042 - s16 core - switched to "safety" mode at 5:02 am (382).